Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: stent lost in the coronary vasculature. Device issue: stent dislodgement. It was reported that the device would not cross the lesion and once the device was removed from the pt, there was no stent on the balloon. The stent was looked for in and out of the pt's body, but it could not be found. It is presumed that the stent remains in the pt's coronary artery. No pt effects have been reported. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident info. The inability to cross a lesion can be affected by numerous factors. Based on the info rec'd, the inability to cross appears to be related to the moderately calcified anatomy. Potential causes of dislodgement, as observed in past incidents, may include improper or inadequate crimping at the time of MFR, positive pressure during preparation, negative pressure during sheath removal or forced sheath removal. The reported difficulties experienced during the procedure appear to be related to the operational context of the device. There does not appear to be any indications of a product quality problem.